Event description:
Complaint concerning above product received from director of nursing. States that they are finding upon opening the package that these lines are kinked. The kink is occurring at the pt end of the arterial line "where the clamp rests on the main line tubing." There have not been any pt injuries. There are companion samples. This is one of three complaints concerning this product. A response letter and mailer has been sent to the facility.